Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. Data for the described event on 2024-01-28 and 2024-01-29 was reviewed. On 2024-01-28 at 6:48pm, alert 34 (insulin drug empty) is triggered. At 8:57pm, the user completes a cartridge and infusion set change. Cgm glucose at this time is at 152 mg/dl. Cgm glucose continues to increase and the ilet requests insulin deliveries every 5 minutes. At 2:22am on 2024-01-29 alert 23 (high glucose) is triggered and immediately acknowledged by the user. A "usual" sized dinner meal announcement is logged and the ilet delivers 8.77 units of insulin. At 2:27am cgm glucose increases to > 400 mg/dl. Cgm glucose stays above 300 mg/dl through 1:02pm on 2024-01-29. Based on the engineering logs, the ilet is behaving as intended. The ilet was found to be making insulin delivery requests based on cgm glucose readings it was receiving from a cgm transmitter. The ilet appropriately triggered high glucose alerts multiple times during the prolonged high cgm glucose event. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the ilet report, device engineering logs, and case notes, the assignable causes of this event were determined to be infusion set failure and failure to respond to hyperglycemia according to the device training, resulting in prolonged hyperglycemia requiring treatment in the hospital.

Event description:
On 1/30/24 an ilet user notified beta bionics that she went to the hospital on (B)(6) 2024 due to high blood glucose (bg) and possible diabetic ketoacidosis (dka). The user stated she changed her supplies on (B)(6) 2024 and her bg ran high through the night. At 4:30am on (B)(6) 2024 she called the paramedics and was taken to the hospital. The user reported her bg meter reading "high" and rose to700 mg/dl and was at 600 mg/dl when the ambulance arrived. The user indicated the reason for her high bg was the infusion set cannula (convatec inset - 23", 6mm) as it was bent when removed at the hospital. The user received fluids and insulin at the hospital. Her bg came down and she was release from the hospital at 10:30am on (B)(6) 2024. The user reported that they had caught the hyperglycemia early enough and she did not go into dka.